Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed reported that the speaker at the central station was not functioning. No adverse event was reported.